Event description:
At the beginning of the process of apheresis, during the priming with saline, a drop of saline is found by the nurse in the vent line. Immediately stopped the beginning of the process and changed with another kit.